Event description:
On march 23, 2007, the physician, visiting the manufacturing plant, provided an explanted valve, for integra to check valve functionality. The valve had been implanted in 2006, in a patient presenting with post haemorrhagic nph (intraventricular haemorrhage due to angioma). The patient had an external ventricular drainge and was treated for infection before valve implantation. Four months later, the valve was explanted for increased ventricular width, and clinical signs of under-drainage. A valve-less shunt was placed the same day, and was explanted three months later, replaced by a nph low flow valve. Patient condition is reported as fine since that time.

Manufacturer narrative:
The valve was received in a vial, soaking in an antiseptic. The received valve presented with the antechamber stopper plate slightly displaced (unglued), likely because it was received folded in a small vial. Patency testing of the valve by aspiration revealed no problem. The valve was tested for pressure/flow and was found within specifications (stage 13ml/hr). Each valve is pressure/flow tested at the end of manufacturing process. The review of manufacturing records of valve. Device showed this valve was tested within specifications at time of manufacturing. Apart from the displaced stopper plate, related to the valve shipping conditions, the returned valve was functional, within specifications. Testing of the received valve does not explain the reported clinical under-drainage. Furthermore, the nph valve is typically used for primary nph in elderly patients and not patients presenting with post trauma conditions. After having run through various scenarios with the physician, we arrived at the conclusion that the common failure modes and physiological phenomena (protein loading in patient's csf; csf pressure spikes during rem sleep, presence of hemorrhagic csf, long term adaptation in the patient) could not account for the observed clinical problem.